Event description:
It was reported that the o2 level was fluctuating while the ventilator was connected to a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The reported alarm for high oxygen concentration was not reproduced during the test of the returned oxygen gas module in a reference ventilator. Tests in the production test system could not confirm any fault with the returned oxygen gas module. The received device logs confirm the reported event and the fault could be traced back to may 19. Therefore the ¿date of event¿ will be adjusted to (B)(6) 2017. We have not been able to reproduce the reported problem, therefore the cause could not be determined in this investigation.

Event description:
(B)(4).